Manufacturer narrative:
E1 initial reporter phone number: # (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If the device gets returned a supplemental report will be provided. Additional reporter: (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported 5-fu drug leaked from filter vent cover during infusion. The leakage occurred after 5-8 hours of infusion. There were no obvious defects noted on the tubing set. There were no holes, cut, tears or any other defects noted. The tubing was replaced, and therapy resumed. There was no cassette test failure. The products were stored in the locker in the hospital at room temperature. There was patient involvement, but no patient harm.